Manufacturer narrative:
The best estimate date is between jan 8, 2024 and feb 26, 2024. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) was explanted from the right eye. Another johnson and johnson iol was implanted as replacement (dib00, 22.5 diopter). Duovisc was used. No further information was provided.